Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device was monitored for 5 days. No unexpected errors/alarm noted during testing. Device was able to pass the rewind test. No rewind anomaly or drive/motor anomaly noted. The motor was tested outside of the unit and passed. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip. No damage noted on the original battery cap (p). (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the rewind message occurred after an alarm or alert. The customer¿s blood glucose was unknown at the time of the incident. The customer stated that they were stuck in rewind. The customer reported that they were able to clear the alarms. The customer was able to complete rewind. It was reported that they proceeded with rewind but same thing it goes back to no delivery when they continue with the rewind. The customer removed the battery after 4 more attempt to rewind the insulin pump; after inserting the battery it still goes back to rewind. The device will be returned for analysis.